Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for non obstructive urinary retention. It was reported that the lead was broken due to user error before implantation and the lead was thrown in the trash. No symptoms were reported.